Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a permanent right ventricular assist device (rvad) on (B)(6) 2024. The patient had a history of right heart failure prior to left ventricular assist device (lvad) placement and had an rvad placed during the initial lvad implant. Although a device issue did no cause or contribute to the right heart failure, the patient's temporary rvad was stopped and the heartmate 3 rvad was started. The permanent rvad showed normal parameters at 4400 revolutions per minute (rpm), 3.0-3.4 watts (w), and typical flow and pulsatility index (pi). Suddenly the flow decreased below 2.5 lpm until 0 liters per minute (lpm). An echocardiogram (echo) was performed that showed normal inflow cannula position and status (no obstruction). There was still 0 lpm on the rvad. It was decided to replace the rvad. The rvad was replaced on (B)(6) 2024 during the ongoing implant procedure. Thrombus was seen at the explanted pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate3 lvas, serial number (B)(6) was used as an rvad which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that no log files were taken from the pump. The right heart failure existed before the lvad implant and temporary rvad was placed during the initial lvad implant. Device related issues did not cause or contribute to the right heart failure. The patient had reduced hemodynamics at zero flow.